Manufacturer narrative:
As a result of additional information received, the following fields have been updated: b5, b7, g3, and h6. Further information and/or re-opened investigation findings will be reported within 30 days of receipt.

Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2017 due to osteoarthritis. They underwent left knee revision surgery on (B)(6) 2022, approximately 4 years 8 months post primary procedure. (B)(6) 2022 op report postoperative diagnosis: painful and loose left total knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: investigation results - the revision captured was likely the result of prosthesis wear and insufficient bonds between the components and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, b3, h6 - health effect - clinical code, medical device problem code, type of investigation, investigation findings and h11. The revision captured was likely the result of prosthesis wear and insufficient bonds between the components and the bones, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. MFR#s for this event MFR# 1038671-2023-01283, report 1 of 4. MFR# 1038671-2024-02196, report 2 of 4. MFR#1038671-2024-02201, report 3 of 4. MFR# 1038671-2024-02205, report 4 of 4. H11. Additional manufacturer narrative- additional information added. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6), 204-70-00 - tibial stem ext. Screw; (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3; (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm; (B)(6), 200-02-35 - three peg patella 35mm; (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. H6. Investigation results - the logic device with serial number 5116478 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2017 and then approximately 4 years, 8 months later was revised on (B)(6) 2022. Patient claims revision surgery for issues including but not limited to polyethylene wear, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.